Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced syncope while doing heavy yard work. It was noted that there was noise and oversensing on the rv lead. Boston scientific technical services discussed programming. The plan was to follow-up with the physician. The system remains in service. No additional adverse patient effects were reported.